Event description:
It was reported to boston scientific that during the transbronchial needle aspiration procedure, the post cracked and was leaking, where the syringe attaches to the device. The physician completed the procedure with another of the same device with no patient complications and the patient is fine.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.